Event description:
It was reported that the patient presented for in clinic follow up. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited noise oversensing that caused pacing inhibition. Furthermore, the rv lead exhibited low pacing impedance. The rv lead was explanted and replaced. The patient was stable throughout the procedure.